Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited errors 1261 and 1210. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified that the device has been in for repair before with the most recent repair made on 06-jun-2025. The customer issues were confirmed during self-check. The root cause of the event was an anomaly in the component (the microprocessor), and it was replaced with a good one. The device passed all functional tests with no problem after the repair was completed.